Event description:
It was further reported that the patient's wife unintentionally exchanged the controller for unknown reason.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted log file. The submitted log file contained data spanning approximately 11 days (30jan2021 ¿ 11feb2021 per the timestamp). The logfile captured driveline disconnect alarms as well as a low flow, no external power, power cable disconnect alarm, and lvad off alarm active from 23:28:55 to 23:35:59. The system controller was disconnected and turned off which is consistent with a system controller exchange. The events following consist of the controller being reset and the controller clock becoming corrupt. The root cause of the reported event was determined to be from the patient¿s controller being changed at home. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 10dec2018. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report number: 2916596-2021-00947. It was reported that the log file for controller hsc-066137 revealed no external power and low power hazard alarms on (B)(6) 2021 at 23:28:08. These events were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The file additionally showed that the driveline was disconnected from hsc-066137 on (B)(6) 2021 at 23:28:55. The log file for controller hsc-063704 revealed that the driveline was connected on (B)(6) 2021 at 23:31:11. The mcs equipment operated as intended for the remainder of the log file.